Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was regreased and generator calibrations were performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.